Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the pump keypad was observed to be intact. The keypad buttons were tested and the buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. The keypad complaint was unable to be duplicated during testing. Unrelated to the complaint, the display screen was noted to be dim and discolored with a reddish tint. Also unrelated, the battery compartment was observed to be cracked below the finger pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were under responsive to button presses. The reporter confirmed that there was no noted damage to the keypad related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.